Manufacturer narrative:
Tech found bed in storage area with service code 20-49. Right intermediate cable with intermittent connection not working correctly. Old fluid residue on ucm board. Cause unk. Replaced right intermediate cable and ucm board to resolve this issue.

Event description:
Complaint alleged that the "service required" light was flashing. No alleged injuries by account.